Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection and continuity test found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of a malfunction.

Event description:
It was reported that this lead was explanted due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this lead was explanted due to a product performance issue. No additional adverse patient effects were reported.